Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no lights on cards for drawers 9 and 10. A field service engineer, replaced module controller to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medbank es system drawer 9 and 10 are not being recognized. Customer stated that they were able get medication from pharmacy. There were no adverse events or injuries reported based on this incident.